Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the helix was bent and does not extend.

Event description:
It was reported that the right ventricular (rv) lead had a "helix issue." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.